Event description:
I had saline implants put on (B)(6) 2001, and on (B)(6) 2016 I decided to replace them for mentor memory gel implants. My left implant hardened to the point of experiencing a lot of intermittent pain. I went back to the surgeon within the first month and he stated it was normal, just to massage them. I insisted on a mammogram and after much hesitation he ordered it and my pcp looked at the results stating there was nothing wrong. I know there is something wrong because 4 years later, the left implant still hard as rock, no matter how much massaging I do and the intermittent pain remains. I have not returned to the surgeon but I will be looking for a new surgeon to get a 2nd opinion as I know there is something wrong with the left implant. I wish I would have never replaced my saline implants as I had never experienced any problems w/ them. Replaced them for larger fuller implants. Blurry vision, debilitating shoulder blade pain on left side only (happens a couple of times per year). FDA safety report ID# (B)(4).